Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in the proximal portion of a tortuous lad coronary artery, inflation difficulties were experienced. The lesion was predilated with an avion balloon catheter. The adante balloon was then placed across the lesion, but was suspected to have ruptured at 8 atm's on the initial inflation when extrusion of dye into vessel was noted distal to balloon. The patient was asymptomatic during this event. The adante balloon catheter was removed and replaced with the avion balloon catheter to successfully complete the procedure. A getz avion 20/2.0 guidewire and a terumo heartrail jl4 guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Patient status is reported as 'good'.